Event description:
It was reported that the bd¿ tb syringe with bd precisionglide¿ detachable needle would not "seat on the syringe", and "popped off the syringe" during use. This occurred on 2 separate occasions but the date/time is unknown.

Manufacturer narrative:
Correction: describe event or problem: it was reported that the bd¿ tb syringe with bd precisionglide¿ detachable needle would not "seat on the syringe", and "popped off the syringe" during use. This occurred on 2 separate occasions but the date/time is unknown. Investigation summary: one photo was received and evaluated. The photo only depicted a back side of a blisterpack from a 1ml s/t product 309623 from unknown batch #. The reported defect was not observed in the photo. No actual samples or representative samples from the complaint batch # were received for evaluation, therefore the defect could not be confirmed as reported. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd¿ tb syringe with bd precisionglide¿ detachable needle would not "seat on the syringe", and "popped off the syringe" during use.